Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Yes-hissing from air escaping, if so, did the noise prevent insufflation? Please describe the noise. It didn't stop insufflations, but there was a constant hissing which was very distracting for the surgeon. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? There was very little room to start with, the surgeon feels it did affect visibility. What was the gas consumption rate or volume (liter/minute)? Unknown. Was a device inserted in the trocar during the leaking? If so, what device? Yes, 5mm instrument, also the noise was heard when no instrument was inserted. Was any torque being applied to the trocar or device? No. The analysis results found that the device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # unk, expiration date: 01/2017, manufacturing date: 02/2012. The analysis results found that the device (c) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # unk, expiration date: 01/2017, manufacturing date: 02/2012.

Event description:
It was reported that during a laparoscopic anterior resection procedure the ports were leaking gas out of the reducer valve. No patient consequence reported. Completed with same/ like device.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.